Manufacturer narrative:
The lot was manufactured between may 20, 2023 and may 21, 2023. An actual device and a photograph were received for evaluation. Visual inspection on returned sample did not identify any abnormalities that could have contributed to the reported condition. The returned photograph was reviewed, and it was noted that there was leakage from the administration spike port bonding area. Functional testing was performed on the actual sample, and it was noted that there was a leak from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the administration port after infusing all medicine into the bag, during setup. There was no patient involvement. No additional information is available.